Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.